Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on 08/20/2015 to report that the receiver displayed a firmware error on (B)(6) 2015. No additional patient or event information is available.